Event description:
It was reported that during a fistulagram, the balloon could not be removed from the introducer sheath. The doctor had to remove the sheath, so wire access was lost. There was no patient injury reported.